Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) in the unipolar configuration. An x-ray was performed, and no abnormalities were found. Subsequently, the patient underwent a revision surgery in which this ra has explanted and replaced. No additional adverse patient effects were reported. This ra lead has not been received for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) in the unipolar configuration. An x-ray was performed, and no abnormalities were found. Subsequently, the patient underwent a revision surgery in which this ra was explanted and replaced. No additional adverse patient effects were reported. This ra lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 265 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of failure to capture were likely caused by the confirmed fracture.